Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after falling and had a heart rate in the 30's and experiencing syncopal symptoms. It was noted that the right ventricular lead had dislodged. The lead was successfully capped and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
(B)(4). Lead was capped due to capture issue also.

Event description:
New information received notes that the capture issue was also noted on the lead.